Event description:
Report received of air found distal to the air eliminating filter. The customer reported that the pt is cared for at home by their physician spouse. The spouse primed the pump set and 30 inch extension set with a 3:1 tpn/lipids solution, connected it to the pt, and just after turning the infusion on, air was found "in the tubing." The customer thought the air was distal to the filter but wasn't absolutely 100% certain. The reporter changed out the abbott aim plus pump, and the problem persisted. Reporter checked to make sure that the pump set/extension set connection was tight and not leaking, and could not find any leakage or point of air ingress. Reporter indicated this has occurred an unknown number of times with the pt. Reportedly no air ever passed to the pt. Though requested, no add'l info was provided.